Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure (batch no. C12706) inserted. The patient's medical history included multi gravida, menorrhagia, pelvic pain, parity 4, vitamin b12 deficiency, lower abdominal pain, abdominal bloating, hot flushes, night sweats, breast pain, heartburn, gaseous regurgitation, tooth loss, tooth decay, headache, ringing in ears, foggy feeling in head, bruising of leg, adenomyosis and urinary incontinence. Previously administered products included for an unreported indication: mirena. Family history included bowel cancer. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: insertion date updated from (B)(6) 2014 to (B)(6) 2014. Lot number:c12706 manufacture date:2014-01 expiration date: 2017-01. Most recent follow-up information incorporated above includes: on 25-may-2022: mr received. Reporter information, patient medical history, rcc added. Event: injury nos updated to event: heavy periods with ablation as surgery, product insertion date updated, case becomes serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of urinary incontinence, adenomyosis, bruising of leg, foggy feeling in head, ringing in ears, headache, tooth decay, tooth loss, gaseous regurgitation, heartburn, breast pain, night sweats, hot flushes, abdominal bloating, lower abdominal pain, vitamin b12 deficiency, parity 4, pelvic pain, menorrhagia and multi gravida. Previously administered products included: mirena. The patient had a family history of bowel cancer. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required) and genital haemorrhage ("abnorma bleeding"). The patient was treated with non-drug therapy (essure removal) and surgery (ablation). At the time of the report, the outcome of heavy menstrual bleeding was unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: insertion date updated from (B)(6) 2014 to (B)(6) 2014. New ha number was received on 03-jun-2022: 2021/005/001/701/002. Lot number: c12706, manufacture date: 2014-01 and expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of urinary incontinence, adenomyosis, bruising of leg, foggy feeling in head, ringing in ears, headache, tooth decay, tooth loss, gaseous regurgitation, heartburn, breast pain, night sweats, hot flushes, abdominal bloating, lower abdominal pain, vitamin b12 deficiency, parity 4, pelvic pain, menorrhagia and multi gravida. Previously administered products included: mirena. The patient had a family history of bowel cancer. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required) and genital haemorrhage ("abnorma bleeding"). The patient was treated with non-drug therapy (to remove essure) and surgery (ablation). At the time of the report, the outcome of heavy menstrual bleeding was unknown. The reporter considered genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: insertion date updated from (B)(6) 2014 to (B)(6) 2014. New ha number was received on 03-jun-2022: 2021/005/001/701/002. Lot number: c12706. Manufacture date: 2014-01. Expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: summons received. Event pelvic pain & genital bleeding was added. Essure removal details were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy periods') in an adult female patient who had essure (batch no. C12706) inserted. The patient's medical history included multi gravida, menorrhagia, pelvic pain, parity 4, vitamin b12 deficiency, lower abdominal pain, abdominal bloating, hot flushes, night sweats, breast pain, heartburn, gaseous regurgitation, tooth loss, tooth decay, headache, ringing in ears, foggy feeling in head, bruising of leg, adenomyosis and urinary incontinence. Previously administered products included for an unreported indication: mirena. Family history included bowel cancer. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: insertion date updated from (B)(6) 2014 to (B)(6) 2014. Lot number: c12706. Manufacture date: 2014-01. Expiration date: 2017-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-jun-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of endometriosis, migraine type headaches, bloating, joint pain, back pain, breast infection, yeast infection, urine incontinence, ovarian cyst, blood pressure high, tiredness, uterine fibroids, vaginal dryness, vaginismus, vaginal pain, uterine fibroid, menorrhagia, urinary tract infection, irregular periods, post coital bleeding, abnormal weight gain, urinary incontinence, adenomyosis, bruising of leg, brain fog, ringing in ears, headache, tooth decay, tooth loss, gaseous regurgitation, heartburn, breast pain, night sweats, hot flushes, abdominal bloating, lower abdominal pain, vitamin b12 deficiency, parity 4, pelvic pain, menorrhagia and multi gravida. Previously administered products included: mirena and iud nos. The patient had a family history of bowel cancer. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required), genital haemorrhage ("abnorma bleeding") and device dislocation ("left sided essure protruding out"). The patient was treated with non-drug therapy (essure removal) and surgery (ablation). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding and device dislocation were unknown. The reporter considered device dislocation, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: insertion date updated from (B)(6) 2014 to (B)(6) 2014. New ha number was received on (B)(6) 2022: 2021/005/001/701/002. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen consists of: uterus , left fallopian tube, left ovary, right fallopian tube , right ovary gross description: the left fallopian tube measures 70mm in length. The fimbrial end is not present the right fallopian tube measures 55mm in length. The fimbrial end cannot be identified summary: uterus without cervix but with both tubes and ovaries attached: no endometrium in these sections previous ablation. Haemorrhgic cyst in myometrium cystic adenomyosis or displaced endometrium. Normal tubes and ovaries. Microscopy: the tubes and ovaries are normal. Both ovaries contain cystic follicles. There is no endometrium in these sections. The gross description is of fibrosis. Has this patient had previous surgical ablation. In the myometrium, there is an haemorrhagic cyst lined by weakly proliferative endometrium. This could be an isolated focus of cystic adenomyosis or it could be displaced endometrium. There is no malignancy [x-ray of pelvis and hip] on (B)(6) 2021: findings: there are dark linear bands/ signal voids at both uterine cornua which correspond with the locations of the essure devices as seen on the pelvic xray. Impression: there is asymmetric myometrial thickening particularly anteriorly with loss of distinction between the junctional zone and myometrium suggestive of adenomyosis. The thickened anterior myometrium is compressing/effacing the endometrial cavity. It contains focal high signal (t2, t1 and t1 fat sat) consistent with very proteinaceous fluid or haemorrhage. Lot number:c12706 manufacture date:2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: medical records received. Event device dislocation added. Surgical pathology report added. Medical history, concomitant drugs, lab data & reporter information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") and heavy menstrual bleeding ("heavy periods") in an adult female patient who had essure inserted (lot no. C12706). Additional non-serious events are detailed below. The patient had a medical history of endometrioma, concentration loss, facial hair increased, acne, flushing, endometriosis, migraine type headaches, bloating, joint pain, back pain, breast infection, yeast infection, urine incontinence, ovarian cyst, blood pressure high, tiredness, uterine fibroids, vaginal dryness, vaginismus, vaginal pain, uterine fibroid, menorrhagia, urinary tract infection, irregular periods, post coital bleeding, abnormal weight gain, urinary incontinence, adenomyosis, bruising of leg, brain fog, ringing in ears, headache, tooth decay, tooth loss, gaseous regurgitation, heartburn, breast pain, night sweats, hot flushes, abdominal bloating, lower abdominal pain, vitamin b12 deficiency, parity 4, pelvic pain, menorrhagia and multi gravida. Previously administered products included: mirena, iud nos and zoladex. The patient had a family history of bowel cancer. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding (seriousness criteria medically important and intervention required), genital haemorrhage ("abnormal bleeding"), device dislocation ("left sided essure protruding out"), device intolerance (". Inability to tolerate the device;"), hypersensitivity ("allergic or hypersensitivity reaction;"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), vitamin b12 deficiency ("vitamin b12 deficiency"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), brain fog ("brain fog,"), tooth disorder ("dental problems"), alopecia ("hair loss"), premature menopause ("early-onset menopause."), vulvovaginal candidiasis ("candidal vaginitis"), stress ("feeling stressed"), menopausal symptoms ("experiencing menopausal symptoms"), feeling hot ("constantly hot"), night sweats ("night sweats"), mood swings ("mood swings"), tearfulness ("tearful"), tired all the time ("tired all the time"), asthenia ("no energy."), vaginal haemorrhage ("pv bleeding") and abdominal pain lower ("dull lower abdominal pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingooophorectomy. And ablation). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding and device dislocation were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, asthenia, brain fog, device dislocation, device intolerance, dyspareunia, fatigue, tired all the time, feeling hot, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menopausal symptoms, mental disorder, mood swings, night sweats, pelvic pain, premature menopause, stress, tearfulness, tooth disorder, vaginal haemorrhage, vitamin b12 deficiency and vulvovaginal candidiasis to be related to essure administration. The reporter commented: insertion date updated from (B)(6) 2014 to (B)(6) 2014. New ha number was received on (B)(6) 2022: 2021/005/001/701/002 complications including bladder, bowel and urinary problems; , dark sludge. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2022: MRI showed adenomyosis. [Pathology test] on (B)(6) 2022: specimen consists of: uterus , left fallopian tube, left ovary, right fallopian tube , right ovary gross description: the left fallopian tube measures 70mm in length. The fimbrial end is not present the right fallopian tube measures 55mm in length. The fimbrial end cannot be identified summary: uterus without cervix but with both tubes and ovaries attached: no endometrium in these sections previous ablation. Haemorrhgic cyst in myometrium cystic adenomyosis or displaced endometrium. Normal tubes and ovaries. Microscopy: the tubes and ovaries are normal. Both ovaries contain cystic follicles. There is no endometrium in these sections. The gross description is of fibrosis. Has this patient had previous surgical ablation in the myometrium, there is an haemorrhagic cyst lined by weakly proliferative endometrium. This could be an isolated focus of cystic adenomyosis or it could be displaced endometrium. There is no malignancy [ultrasound scan] on (B)(6) 2016: suggested fibroids together with clearance of polycystic ovaries, and a left sided small ovarian cyst that may be an endometrioma. [X-ray of pelvis and hip] on (B)(6) 2021: findings: there are dark linear bands/ signal voids at both uterine cornua which correspond with the locations of the essure devices as seen on the pelvic xray impression: there is asymmetric myometrial thickening particularly anteriorly with loss of distinction between the junctional zone and myometrium suggestive of adenomyosis. The thickened anterior myometrium is compressing/effacing the endometrial cavity. It contains focal high signal (t2, t1 and t1 fat sat) consistent with very proteinaceous fluid or haemorrhage lot number:c12706 manufacture date:2014-01 expiration date: 2017-01 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device intolerance,allergic reaction,dyspareunia , mental disorder , vitamin b12 deficiency ,abdominal bloating ,fatigue,brain fog,tooth disorder,hair loss,early menopause,candidal vaginitis,stress,menopausal symptoms,hot feeling generalised,, night sweats,mood swings,tearfulness ,tired all the time ,loss of energy,per vaginal bleeding,lower abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: reporters,non drug treatment,medical history ,lab data added. New event addded:device intolerance,allergic reaction,dyspareunia , mental disorder , vitamin b12 deficiency ,abdominal bloating ,fatigue,brain fog,tooth disorder,hair loss,early menopause,candidal vaginitis,stress,menopausal symptoms,hot feeling generalised,, night sweats,mood swings,tearfulness ,tired all the time ,loss of energy,per vaginal bleeding,lower abdominal pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.